Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: bk050036. Investigation summary: bd japan received a sample and attached five (5) photos for investigation. The sample and photos were reviewed and the indicated failure mode for a cracked tube was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of cracked tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of a cracked tube. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that a bd vacutainer® sst¿ ii advance plus blood collection tubes had a vertical crack in tube. The following information was provided by the initial reporter, translated from (B)(6)to english: according to the customer's report, a crack was found in a vertical direction to the tube.